Event description:
The customer observed a false reactive alinity I havab igg result on a patient. Results provided: (B)(6), 2022 sid: (B)(6) hav igg initial result = 2.03 s/co, repeat results = 0.16 s/co, 0.17 s/co. No impact to patient management was reported.

Manufacturer narrative:
Abbott field service (fs) investigated the issue on site. Fs troubleshooting included replacing the sample and r1 reagent syringes (which was determined to be the likely cause). There have been no further reports of discrepant results since abbott fs was on-site. A review of the alinity I sn# (B)(4) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related non-conformances. A review of the alinity I immunoassay systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no product deficiency was identified for the alinity I sn# (B)(4) analyzer.